Manufacturer narrative:
The device is not available for evaluation as it is still implanted. Additional information has been requested and if provided, the evaluation results will be submitted in a supplemental report.

Event description:
It was reported by a patient that, "extreme pain in the hip, especially at night, that goes down the leg which is now causing muscle spasms turning her leg inward. The right leg is shorter than the left leg. She is very displeased at how her surgeon has responded to her inquiry. She wants to know if her implants have been recalled."